Event description:
Hospital ed personnel responded to a person connected to a bedside monitor and diagnosed in ventricular tachycardia. The physician attempted to use the device to shock the patient asynchronously but, according to the reporter, the device would not charge when the charge button was pressed on the apex paddle. A backup device with hard paddles was brought into the room and used successfully. There were no reports of any adverse affects from device use.